Manufacturer narrative:
(B)(4).

Event description:
The patient's neurostimulator (ins) was interrogated due to it being overdischarged. The impedance measurements for contacts 0-7 were found to be greater than 10,000 ohms on the left side. A lead revision may be required. The overdischarge issue was resolved with charging the ins. It was noted that he had not charged his ins in quite some time because he did not need it, but he was hurting again especially in the left leg and wanted to use his stimulation. Additional information has been requested.